Event description:
It was reported that during the initial implantation of the lead, when attempting to repositioning the physician was unable to withdraw the lead from the interventricular septum. The lead was capped and abandoned, and a new lead used to complete the procedure. There were no patient consequences.